Manufacturer narrative:
The device was not returned for evaluation. Investigation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A patient had an ehit 3 observed on ultrasound during a follow-up visit and was prescribed asa tid (aspirin 3 times a day). One week later, the ehit retracted to even with the sapheno-femoral junction. The vein was successfully occluded.